Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty deploying the clip. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4. It was noted the valve had thickened leaflets and a flail. An xtw clip delivery system (cds) was inserted and placed on the mitral valve. While attempting to deploy the clip, it was observed the mandrel did not detach. Troubleshooting was performed, but the mandrel was still unable to detach. Shortly after the mandrel detached on it's own. The physician stated the difficult deployment was due to the thickened leaflets. The clip was noted to be stable on the leaflets. To further reduce mr, an additional clip was deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on this information, reported difficult deployment was due to challenging patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling.